Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the battery would not last very long was confirmed. Once the unit restarts and unplugged, it will shut down again after about 15 minutes was confirmed. The scanner was charged to 100%, when the ac adaptor was removed the scanner ran on battery power for approximately one hour. When the scanner was restarted the charge was at 55%. The unit was serviced, tested and returned to the customer. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
On (B)(6) 2018 the battery would not last very long. On (B)(6) 2018, after running the unit on battery for less than an hour (the battery seems to still be charged) but the unit shuts down and won't restart until the unit is plugged. Once the unit restarts and unplugged, it will shut down again after about 15 minutes.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
On (B)(6) 2018 the battery would not last very long. On (B)(6) 2018, after running the unit on battery for less than an hour (the battery seems to still be charged) but the unit shuts down and won't restart until the unit is plugged. Once the unit restarts and unplugged, it will shut down again after about 15 minutes.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the battery would not last very long was confirmed. Once the unit restarts and unplugged, it will shut down again after about 15 minutes was confirmed. The scanner was charged to 100%, when the ac adaptor was removed the scanner ran on battery power for approximately one hour. When the scanner was restarted the charge was at 55%. The unit was serviced, tested and returned to the customer. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
On (B)(6) 2018 the battery would not last very long. On (B)(6) 2018, after running the unit on battery for less than an hour (the battery seems to still be charged) but the unit shuts down and won't restart until the unit is plugged. Once the unit restarts and unplugged, it will shut down again after about 15 minutes.